Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and a clot issue was observed. The device evaluation was completed on 27-dec-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/ clot issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and a clot issue was observed. After ablation was conducted at the superior vena cava (svc) at 70w, when the qdot micro catheter was removed from the patient¿s body, the physician noticed a clot attached. The clot was wiped off and the procedure continued. There were no adverse events and the procedure was completed. Heparin was used. The generator parameters was set to temperature control/ temperature: qmode+60, qmode:55/ impedance: qmode+qmode:250 ohm. No problem switching between low/high pump flow during ablation. The ablation time did not exceed 60 seconds. The average contact force value did not exceed 25g. Used power less than 30w, high flow 8ml/min qmode:4~15ml/min qmode+:8ml/min. The high flow setting time for ablation was pre 2 sec./ post 4 sec. Additional information was received on 14-nov-2024. No picture available. The correct catheter settings were selected on the generator. No issue with flow rate change at the start of the ablation. The patient did not exhibit any neurological symptom since the procedure was completed. Additional information was received on 18-nov-2024. The physician did not consider that the clot was excessive (based on their clinical experience). The physician considered the event itself to be a potential risk, regardless of the amount of clot.